Event description:
Material # 306414 batch # 429953n. It was reported by the customer that the syringe is empty of any fluid, but the syringe is pulled back, capped and packaged as though there is fluid in the syringe. Verbatim: reporting an additional event that occurred today. Noted by user at time of preparation for administration to the patient. Lot #4 29953n exp: 2026-04-30 please provide me with a contact for a manager or director for bd¿s quality assurance team. This is our 6th report of finding a syringe that is empty of any fluid, but the syringe is pulled back, capped and packaged as though there is fluid in the syringe. The fluid is clear, so the risk if this is not noticed is that air is injected into the patient instead of fluid. If this is a small infant or a child with a right to left shunt, the consequences could be catastrophic.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up. It was reported the syringe is empty of any fluid, but the syringe is pulled back, capped and packaged as though there is fluid in the syringe. Our quality team has completed a device history record review for material number 306414 and lot number 429953n. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis.